Event description:
It was reported that a charge timeout was observed on the device. During follow-up, charge timeout was again observed after performing a capacitor maintenance test. The patient was hospitalized pending device replacement. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported field event of charge time out was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the long charge time was due to an internal high voltage capacitor anomaly associated with the abbott ellipse vr/dr implantable cardioverter defibrillator (icds) field action in august 2014.